Manufacturer narrative:
The distributor's field service engineer was able to duplicate the reported problem. The distributor's field service engineer repaired the unit by replacing the battery. The device has been returned to normal function.

Event description:
Customer reported a battery failure. The customer reported that the device was not in clinical use at the time the issue was discovered.